Event description:
Alleged that the facility just received a new leg assembly from order (B)(4) and it won't engage and a piece fell off. No further information was provided. No serial number as item was purchased as a part only for the bed.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.